Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. No failed batt test alarms were noted. Unit was downloaded successfully using (thump software) for reference. Adapt tool utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. Multiple failed batt test alarms were recorded on 01/17/2026 08:28:19.000 hour. However, no battery related alarms were noted upon battery installation. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 39.0 received the lowbatteryalert (104) on 01/02/2026 01:56:00 after more than 7 days at 11.29 days. Battery cycle 38.0 received the lowbatteryalert (104) on 12/21/2025 04:42:00 faster than expected at 4.2 days. Battery cycle 37.0 received the lowbatteryalert (104) on 12/16/2025 13:28:00 faster than expected at 3.6 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self test. No failed batt test alarm, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. 5/he pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, label damage (faded), battery tube threads - cracked, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, customers alleged of battery related anomalies were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. However, no failed batt test alarms were noted upon battery installation. Cosmetic damage was confirmed during visual inception when cracked case battery tube and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a damage extending from the top of the battery compartment down to the bottom of the pump, and noticed a battery failed alarm, and replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for cosmetic damage. The damage was affecting/impacting pump functionality. Troubleshooting was not performed for battery failed alarm and replace battery now alarm. No harm requiring medical intervention was reported. Mmt-1880l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.